Manufacturer narrative:
A philips bench repair technician (brt) evaluated the device in question. The brt confirmed there was no sound coming from the unit and replaced the speaker assembly to resolve the issue. After speaker replacement the device was returned to functional use with no further issues identified. The device remains at the customer site.

Event description:
It was reported that there was a speaker malfunction. No sound. The device was not in use on a patient at the time of event, there was no adverse event reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that there was a speaker malfunction. No sound. It is unknown if the device was in use at time of event, and there was no adverse event reported.